Manufacturer narrative:
Implant date was reported as (B)(6) 2018. Event date was reported as (B)(6) 2019.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had the watchman left atrial appendage closure procedure in (B)(6) 2018. In (B)(6) 2019 the patient experienced a cerebral vascular accident (cva). While in the hospital a device related thrombus was also noted which was able to be dissolved. The patient has not yet fully recovered from the cva.